Event description:
Pt reported obtaining a blood glucose result of 262 mg/dl, while using the suspect device. Pt indicated that, based on this result, he delivered 20 units of insulin aspart. Pt reportedly retested blood glucose, approx 2 hrs later, and obtained a blood glucose result 258 mg/dl. Pt indicated that 1 hr later, he began feeling ill, at which time blood glucose measured 258 mg/dl. Pt retested, approx 20 mins later, and obtained a result of 249 mg/dl on the suspect device. Pt reportedly asked spouse to phone emergency med svs and shortly thereafter, pt lost consciousness. Pt stated that paramedics arrived approx 15 mins later. Pt's blood glucose was tested, using paramedic's blood glucose monitor, with a result of 26 mg/dl. Praamedics reportedly retested pt's blood glucose, using the suspect device, and obtained a result of 254 mg/dl. Pt indicated that he was treated, by paramedics, with an unk glucose substance after which he reportedly regained consciousness. Pt stated that he was subsequently transported to the hosp for additional treatment. Once hospitalized, pt was reportedly treated with an intravenous glucose solution. Pt was released the following day. At the time of the report, pt no longer had the test strips in use at the time of the event. Pt reported that the device was correctly coded at the time of the event. Based on the lot number, appearing on pt's code key, the test strip in use at the time of the event had expires. Qc testing had not been performed on the system.